Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump tubing clamp was broken. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.